Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was verified there were no data synchronization errors in the station's background. A technical support specialist, confirmed that station has been transitioned to a profile station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system patient's order is not visible in their profile on 2kmedsurg. The customer stated that there was a delay in 15minutes for accessing a medication to patient. There were no adverse events or injuries reported based on this incident.